Manufacturer narrative:
For both of the reported events, the devices were returned to bd for evaluation. A visual inspection found a partial circumferential outer shaft break at the proximal balloon glue joint, on both devices. The devices were inflated during functional testing and water was seen exiting from the break at the glue joint. Therefore, the investigation is confirmed for the reported shaft break and inflation issue, for both devices. The shaft break contributed to the reported inflation issue. However, the definitive root cause for the breaks could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model at75144 pta balloon dilatation catheter allegedly had inflation issues. It was further reported that a break was identified at the catheter shaft. These reports were received from one source. Both events involved the same female patient. The devices were used inside the patient. There were no reported patient injuries.